Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported failure was confirmed through review of the device logs. The investigation determined that the device failure to complete its internal self-test was most likely due to a defective expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4)

Manufacturer narrative:
The device was returned to the mfg facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed (B)(4).